Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the power cord had a kink in it and sparks were coming out. A new communicator and power cord were sent to the patient. No adverse patient effects were reported.